Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included enterolysis. Concurrent conditions included pain ovarian, ovarian cyst, left upper quadrant pain, kidney stones, menorrhagia, uterine ablation, distended bowel, hemostasis, weight gain, thyroid nodule, lipoma nos, vaginal bleeding, pelvic discomfort, joint pain, adhesion, benign neoplasm of cervix uteri, nabothian cyst, vulvovaginal rash, itching, vaginal yeast infection and vaginal bleeding. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia") and vaginal disorder ("vaginal scarring"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia and vaginal disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain, urinary tract disorder and vaginal disorder to be related to essure (ess205). The reporter commented: essure was placed on the left side, with 1 ring presenting, and on the right side with 2 rings presenting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: successful bilateral tubal ligation. Pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune-like symptoms') and genital haemorrhage ('genital bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included enterolysis. Concurrent conditions included pain ovarian, ovarian cyst, left upper quadrant pain, kidney stones, menorrhagia, uterine ablation, distended bowel, hemostasis, weight gain, thyroid nodule, lipoma nos, vaginal bleeding, pelvic discomfort, joint pain, adhesion, benign cervix uteri neoplasm nos, nabothian cyst, vulvovaginal rash, itching, vaginal yeast infection and vaginal bleeding. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia") and scar ("vaginal scarring"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, infection, urinary tract disorder, allergy to metals, dyspareunia and scar outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, genital haemorrhage, infection, pelvic pain, scar and urinary tract disorder to be related to essure (ess205). The reporter commented: essure was placed on the left side, with 1 ring presenting, and on the right side with 2 rings presenting. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: successful bilateral tubal ligation. Pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.